Event description:
The device was returned for analysis and the investigation of the device revealed that the stent (subject device) delivery catheter was broken/fractured during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During analysis, the returned stent had been deployed as the operator had deployed the flow diverter (fd) outside the patient's body. The stent was found to be deformed with frayed braid edges and the wire mesh was compressed at one end. It was not possible to retract the stabilizer as the catheter shaft marker band and a torn section of pebax were stuck to the stabilizer 0.4cm from the distal end. It was not possible to remove the marker band and torn section of pebax from around the stabilizer as the marker band had crimped itself around the stabilizer shaft. The catheter shaft was found to be broken/fractured approximately 147.5cm from the hub where the marker band would have been located. The catheter shaft was kinked/bent 82.2cm from the catheter hub and the stent stabilizer was kinked/bent 5.7cm from distal end. The damage to the catheter indicates an excessive force was applied to the device to have caused the distal end of the catheter to be pulled off and get jammed around the stabilizer. According to the event description, the patient's vessel was very tortuous and the tension was very big which most likely contributed to the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. The flow diverter was recaptured back into the microcatheter 2 times. There was resistance between the delivery catheter and the pusher. During delivery to lesion, the resistance became bigger and bigger and the delivery was not able to be conducted. There was not a high percentage stenosis proximal to the stent which would have likely contributed to the inability to deploy the stent. An assignable cause of procedural factors will be assigned to the as reported stent migration inside microcatheter, stent failed/unable to deploy and stent stabilizer friction in addition to the as analysed stent delivery catheter broken/fractured during use, stent stabilizer/catheter friction, stent deformed, stent stabilizer kinked/bent and stent delivery catheter kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.